Event description:
It was reported that during use, leakage was noted at the de-airing membrane of the device. The device was not replaced and the procedure was completed without incident. No reported patient effect. (B)(4).

Manufacturer narrative:
The manufacturer is aware of similar complaints for this device. Previous investigations show leakage from the de-airing port. The port was evaluated under an optical microscope and wide pores were observed to be localized in the membrane body. An internal process (mrb 14-01-001) to investigate the root-cause and implement the appropriate corrective action for the observed deficiency has been initiated. Additional information: the device mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.